Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor had blood/fluid obstruction. It was noted that the proximal conductor was distorted, there was blood in/on the helix/lobe mechanism, and visual analysis revealed that the lead was damaged at implant. Analyst visual comment: there was blood in the distal conductor likely entered through the is-1pin as no insulation breach was observed.

Event description:
It was reported that during an implant attempt the physician had difficulty removing and inserting the stylet into the right ventricular (rv) lead. The rv lead was not used and was replaced. No patient complications have been reported as a result of this event.